Event description:
Syntax clinical trial #0250-1037 same case as 6000093-2006-01387, 01388 6000089-2006-01553, -01552, same patient as MFR # 6000093-2006-01310. It was reported that 13 days post index procedure, the patient expired. The index procedure treated 4 target vessels. Target lesion 1 was in the proximal circumflex and received a taxus express2 2.5 x 12mm stent, along with a taxus express2 2.5 x 20 mm stent. There was overlap of the 2 stents in this lesion. Target lesion 2 was in the mid lad and received a taxus express2 2.75 x 32 mm stent. Lesion 3 was in the left main and received a taxus express2 3.5 x 16mm stent. Lesion 4 was in the mid and distal lad and received a taxus express2 2.5 x 12 mm stent. All lesions were direct stented. After multiple attempts to cross a lesion in the lad with a taxus express2 2.25 x 16 mm stent, the stent delivery system shaft was broken. The entire system was removed easily, and 3 arthos pico stents were placed instead. The patient also received heparin, nitrates, and an unspecified catecholamine during the procedure. Peri procedure, the patient experienced a perforated mid lad which resulted in cardiac tamponade and subsequent cardiogenic shock. The event was noted as resolved the following day. A unit has not been returned for review, therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular complaint could not be reviewed as the batch number is unknown. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular complaint could not be reviewed as the batch number is unk. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.